Event description:
It was reported, the pt had swelling on her right hand after the implant of the scs system. In addition, the pt reported an itching sensation across the middle of her back. The pt was scheduled to meet with her physician regarding the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.